Event description:
During a multi-field (auto-sequenced) radiation treatment, the rotating gantry of the linear accelerator failed to move to correct angle for delivery of the final field of the prescribed treatment. Nevertheless, radiation was automatically initiated by the software control system. A small, but appreciable amount of radiation was delivered to the pt at the incorrect portal entry angle. Then the radiation therapist operating the equipment noticed the discrepancy and interrupted the procedure. The primeview software controls auto-sequenced treatments and should have prevented the initiation of radiation when the gantry did not rotate to the correct position. Sms-ocs, the MFR, was contacted. Sms-ocs sent a svc person the next day to install a newer version of the primeview software. There may be other facilities using the flawed version of this software.